Event description:
It was reported that the patient underwent a freedom constrained hip procedure on (B)(6) 2005 . Subsequently, patient was revised on (B)(6) 2013, due to dislocation.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8: "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is number 2 of 2 mdrs filed for the same event (reference 0001825034- 2013-00700 /00701).